Event description:
On (B)(6) 2012, it was reported that there was condensation in the display of the pt's infusion device. The pt stated that one of the side buttons functions intermittently and the other side button responds with no manipulation. The pt's blood glucose level was elevated to 29 mmol/l (522 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.